Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue was identified performing neurovascular procedure. The procedure was delayed and it was completed by moving the patient to another room. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system's screen froze and the table was unable to move. Review of the logfile shows suite-pc starts slower than expected and has an error related to the video driver. Upon troubleshooting, the philips field service engineer (fse) checked the system logfile onsite and found suite pc issue. To resolve the issue, fse replaced suite pc and advanced ssd in another case. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's screen froze and the table was unable to move. The user performed a cold restart but the issue persisted. The patient was then moved to another system to complete the procedure. The user performed another cold reboot which then resolved the issue. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.